Event description:
It was reported that during a cholectectomy procedure, the device was fired and only a few staples were formed. It is not known how the case was completed. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.